Event description:
Customer's mother reported low blood glucose event. Customer was unresponsive. The blood glucose reading was 22 mg/dl. Caller began to treat with food and juice. The paramedics were called. The paramedics put a oxygen mask and checked the vitals. Customer was not taken to the hospital. Caller checked the carelink and found three boluses. Caller stated that her daughter did not program boluses. The blood glucose level keep dropping. The insulin pump will be replaced. The last blood glucose taken was 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.